Manufacturer narrative:
The lead was returned due to patient death. As received only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) lead were removed due to patient death. The cause of death provided was, "probable cardiac dysrhythmia in a person with hypertensive and atherosclerotic cardiovascular disease chronic obstructive disease and diabetes mellitus". The products were returned without clear information as to whether the death was device related.